Event description:
A customer reported that their pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Despite attempts to resolve the issue by using different wall outlets, adapters, and charging cables, the problem persisted. Technical support decided to replace the pump, and the customer was instructed to return the malfunctioning pump with a pre-paid label. The customer was also informed on how to put the pump into storage mode before returning it.